Event description:
For the past few months, I have been having multiple issues with failing dexcom g6 sensors. I started noticing these problems when dexcom started to send me expired sensors that have an extension date on the outside of their packaging. These problems range from sensors that just drift low (< 40) to sensors that tear away from their applicator bandage to those that break apart after insertion. So far I have had at least 8 failed sensors in the past few months; all of them have been with extended date sensors. I have reported every incident to dexcom and have asked them every time that I call to please do not send me any more expired sensors. So far, my requests have fallen onto deaf ears. On "jan 8" I called dexcom for a failed sensor and was told that they would not send me any expired sensors. The order that came was another failed sensor with an extension date. On (B)(6) 2021, I called dexcom due to a failed sensor. At this time, I spoke to a dexcom administrator; her name was (B)(4). I told her that I started having problems with the sensors failing, and that almost all these failures have been with expired sensors that have been retagged with an extension date. I told her that I feel that I should report this to the FDA, but she said that she would report this issue. So far, I have not received any notification that she reported these issues to the FDA regarding issues with extended date sensors. (B)(4) also told me that this process of sending out expired sensors with extended dates was cleared by the FDA. I don't know if this is true or not. What I do know is what I am experiencing with these extended date sensors. I have been expending a great deal of time and frustration dealing with issue. Any help or guidance that you could provide would be greatly appreciated. Sincerely yours, (B)(6). FDA safety report ID# (B)(4).